Event description:
It was reported that the patients ipg had migrated and experienced frequent charging of the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Exact date unknown, event occurred a day before the manufacturer was made aware.